Manufacturer narrative:
Additional information: according to currently available information, damage to the active electrode as might be caused by an external mechanical impact, such as the one reported, appears likely. However, a device investigation is necessary to determine a root cause. Re-implantation is considered but no date has been scheduled yet.

Event description:
At the beginning of february 2019 the parents realized that the recipient no longer had hearing benefit with the right-side device. There was a trauma to the right side from a telephone, but no swelling or inflammation above the implant housing was noted. Recipient may be re-implanted in about 2 months.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. Other damages found during device investigation are most likely related to the explantation surgery. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
At the beginning of(B)(6) 2019 the parents realized that the recipient no longer had hearing benefit with the right-side device. There was a trauma to the right side from a telephone, but no swelling or inflammation above the implant housing was noted. User has been reimplanted on (B)(6) 2019.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At the beginning of (B)(6) 2019 the parents realized that the recipient no longer had hearing benefit with the device. There was a trauma to the right side from a telephone, but no swelling or inflammation above the implant housing was noted. Recipient may be re-implanted.